Event description:
The customer reported that there was "decrease in fiber vaporization efficiency". The physician chose not to use another fiber and completed the procedure using an alternative procedure (turp). The outcome was reported as "no damages to the patient".